Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged electrode belt receptacle, check therapy electrode messages) was confirmed. Upon investigation the monitor failed a baseline test. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. In addition, the monitor failed a pulse test. The cause for the pulse test failure was isolated to contamination on the pins of pca jumper j1000. The root cause for the damaged connector was excessive force. Root cause investigation of similar failures determined that flux residue on j1000 caused the pulse test failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged belt receptacle and that the patient was receiving frequent "check therapy electrode" messages.